Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that there were no clinical observations associated with the pacemaker, and there were high pace impedances and lead noise on the ra lead. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that there were no clinical observations associated with the pacemaker, and there were high pace impedances and lead noise on the ra lead. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested.